Event description:
It was reported that the lead integrity alert for the right ventricular lead triggered due to oversensing, non-sustained tachycardia episodes, and lead impedance variance. The health professional was unable to observe noise or impedance variance during real-timemeasurements and chose to closely monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the lead integrity alert for the right ventricular lead triggered due to oversensing, non-sustained tachycardia episodes, and lead impedance variance. The health professional was unable to observe noise or impedance variance during real-time measurements and chose to closely monitor the lead. It was later reported that a right ventricular tip conductor fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed right ventricular lead oversensing; there were 14 ventricular non-sustained tachycardia episodes less than or equal to 190 milliseconds between (B)(6) 2013. There was also interference/noise; the ventricular short interval counter was equal to 50 counts in 2.92 days between (B)(6) 2013. Additionally 2 lead integrity alerts were triggered on (B)(6) 2013.